Event description:
A nurse reported receiving a system message during a case. The system lost vacuum and cutting. The customer rebooted the system and the case was completed. There was no pt injury reported.

Manufacturer narrative:
The facility recycled the power and adjusted the pressure inlet resolving the problem on their own. The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. (B)(4).